Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: promus premier select ous mr 32 x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in tortuous and calcified right coronary artery. A 32 x 2.50 promus premier select drug-eluting stent was advanced for treatment; however, the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in tortuous and calcified right coronary artery. A 32 x 2.50 promus premier select drug-eluting stent was advanced for treatment; however, the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications reported.